Manufacturer narrative:
(Loss of vessel access). The customer reported the device was discarded. The lot # was not identified; therefore, a device history record review could not be performed.

Event description:
Device issue: loss of vessel access. Time of issue: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician in-training in the use of the starclose device attempted arteriotomy closure of the common femoral artery after an interventional procedure. Reportedly, the pt began to move his leg resulting in loss of vessel access. The device was removed and hemostasis was achieved using manual compression. There were no reported adverse patient effects. No additional information was available.